Event description:
It was reported that the patient was admitted to the hospital due to syncope and rapid ventricular rate. Upon interrogation of the implantable defibrillator, an alert that occurred on (B)(6) 2017 was noticed. The alert indicated a possible lead anomaly on the right ventricular lead. The patient had received inappropriate therapy due to the lead anomaly and rapid ventricular rate. The patient was otherwise asymptomatic.